Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 2.4, 2nd inr: 1.2, mean: 1.80, sd: 0.85, %cv: 47.14. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(4) 2011 revealed that result comparisons met precision criteria. (See below). Investigation results for retained strip lot #247451: donor 1: 1st inr: 2.2, 2nd inr: 2.1, 3rd inr: 2.3, mean: 2.20, sd: 0.10, %cv: 4.55. Donor 2: 4.2, 3.7, 4.2, 4.03, 0.29, 7.16. Percent cv for both donors are below 20%. Precision criteria was met. No further testing is needed. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 associated to brick lot #237418, which was assigned and packaged into strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.4, 1.2.